Event description:
A pt's meter would not prompt not ok message. Medical affairs specialist spoke with the pt and they provided additional info. They stated that in 2003, they thought they had high blood pressure since they had a lot of "pressure in the head". They went to see their dr on a regular appointment for their headache. Their dr stated that their blood pressure was fine. When they came home, they thought that it might be their blood glucose level. They tested on their meter and got a reading of 58 mg/dl. By this time, they were dizzy and lightheaded also. The meter reading matched their symptoms. They called the ER and was told to drink lots of orange juice. Spouse drove them to the ER. Their blood glucose level on the ER meter was 90 mg/dl. They were not given any treatment. A CT scan was done for the "pressure in the head". They were sent home. They tried testing on thier meter at home again and kept getting the not ok message. They called lifescan the next morning. This issue was not resolved and the meter was replaced. The pt does not take any medications and has had the meter since 11/2001. They were given the meter when they had gestational diabetes. They stated that they are not diagnosed with diabetes. This case is reported as a meter malfunction due to the not ok message not being resolved. No further info has been reported.